Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they did self test and it occurred that the pump has an empty reservoir. Customer's blood glucose level was 172 mg/dl. Customer also stated that the insulin pump was damaged, piece of back of insulin pump was broke and there was 2 and a half inch of a crack on battery compartment. There was no damaged on reservoir lip ring. The device will be returned for analysis.

Manufacturer narrative:
Device received with broken battery tube threads and cracked battery tube threads. No damage on belt clip rails noted during visual inspection. (B)(4).